Manufacturer narrative:
B3, d9, g4, d4: UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found to be slightly worn, and the gasket is lifted up. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a recurring shutter alarm . There was unknown patient involvement.